Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (ipg) - implanted: (B)(6) 2013; 409252 implantable pacing lead - implanted: (B)(6) 2005; 31002901 tissue valve - implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the atrial lead's modeswitch episodes on the egm (electrogram) showed very close a-a (atrial-atrial) intervals resembling noise. The lead remains in use. No patient complications have been reported as a result of this event.